Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, basic occlusion test and displacement test. No motor error alarms were noted. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. No unexpected low battery alarms were noted. Unit received with all buttons responding properly. No button anomalies were noted. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 185 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.